Event description:
It was reported that the endoscopic multifeed stapler was used during a hernia repair procedure. It was reported by the affiliate that the device misdelivered staples "(gapp)." There was no consequence to the pt.